Event description:
This event occurred during bench testing. No patient was involved.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A review of the event history log found no evidence of the reported problem in the history. Functional testing using power up duplicated the reported problem. The moment the device was powered up the device started double beeping. The reported problem was related to a faulty downstream occlusion sensor. The root cause of the faulty sensor was unable to be determined. Additional information b5 describe event or problem and d5 operator of device. This MDR was generated under protocol: (B)(4). Corrected data: h6 patient codes, device codes, result codes and conclusion codes, and h10 evaluation.

Manufacturer narrative:
Upon analysis of the cadd legacy pump, no issues were found with the system. The initial issue could not be duplicated. There were no problems found with double beeping, however, the downstream sensor was replaced as a preventative measure. It was noted on visual inspection that the screen was scratched. This screen was also replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 infusion system was double beeping with no cassette. There were no reported adverse events.